Event description:
Customer reported a case where the inspiratory limb of the circuit was not properly connected. The anesthesia resident was reportedly performing the full machine checklist. For the low pressure leak check, the checklist calls for the placement of a red rubber plug into the inspiratory flow port. This was performed as directed. The inspiratory limb of the breathing circuit was then reportedly placed on the plastic hook support which is located near the inspiratory flow valve outlet. After performing the checklist as directed, the resident reportedly turned his attention to the pt and began administering oxygen by mask. The pt was reportedly induced for general anesthesia and, after becoming apneic, an attempt was made to ventilate the pt without success. The attending physician reportedly noted the breathing circuit was disconnected and corrected. There was no reported pt injury.

Manufacturer narrative:
Investigation/conclusion: as stated in the avance users manual, preoperative tests section step 2 of the low pressure leak check states, "plug the right hand (inspiratory) port". Once the test is completed, the manual states that the user is to "remove the plug in the right hand port and reconnect the breathing circuit". The plug is used for the low pressure leak check to occlude the inspiratory port. The plug has been designed in such a way to be obvious to the user if left in place during an anesthetic. It is bright orange in color and has a large ring/flange that protrudes around the breathing circuit. It also is made of silicone and thus has a different feel than the other portion of the breathing system. In addition to the visual and tactile clues, there is a cascade of high priority system alarms, both audible and visual, that occur if the test device is left in the breathing circuit during a case.